Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 50.6cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 8.4-12.5cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported when an asymptomatic patient presented to the operating room for an unrelated complaint, externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and not replaced. The patient was discharged and went home with a lifevest.